Event description:
While experiencing hypoglycemic symptoms, pt obtained a blood glucose result of 293 mg/dl, on the suspect device. Pt indicated that she self-treated by having a sandwich and a glass of orange juice, after which, she reportedly felt better. No reference value was provided. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.